Manufacturer narrative:
Device evaluation: result - a sample is not available for evaluation. A review of the device history record revealed no related quality notifications for the reported lot number 5154629. All process and final inspections comply with specification requirements. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that when the phlebotomist was pulling the suspect device from the needle holder, the stopper stayed on the needle and blood splashed from the open tube onto the the phlebotomist's face. The phlebotomist was splashed in her mouth, nose and eyes. The phlebotomist had a complete blood exposure workup and was started on azt as well as two other unspecified medications. The source patient was an IV drug user and is hiv positive.